Event description:
It was reported that the patient experienced short to shield symptoms. Initial interrogation of the ventricular assist device revealed multiple occasions of low speed, low flow, and pump off alarms. These alarms were said to have lasted 5-10 seconds. Log files were submitted for evaluation and captured speed reduction and pump stopped events on (B)(6)2026. The issues appeared to have only occurred when the patient was on the mobile power unit. X-ray submissions of the driveline reveal a few twists and turns to the cable. An external driveline revision was performed.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.